Manufacturer narrative:
Investigation summary: bd had not received samples, but twelve (12) photos were provided for investigation. The photos were reviewed and the indicated failure modes for open package/seal (open shrink film around the shelf pack) and missing label (on the outer case box) were observed. Additionally, two (2) expanded polystyrene (eps) trays which includes two hundred (200) retention sample tubes from bd inventory were evaluated by visual examination and the issue of open package/seal (open shrink film around the shelf pack) was not observed. Unfortunately, outer case boxes are not kept in archives. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes of open package/seal (open shrink film around the shelf pack) and missing label (on the outer case box) based on the provided photos. Bd was not able to identify a root cause for the indicated failure modes of open package/seal (open shrink film around the shelf pack) and missing label (on the outer case box).

Event description:
It was reported when using the bd vacutainer® lh 68 i.u. Plus blood collection tube there was no label or missing label information. The following information was provided by the initial reporter. The customer stated: "the product had no label."